Event description:
It is reported that: the patient complains of his knee rubbing, popping back and forth, and making a clicking sound when he walks.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown triathlon left knee. Additional information has been requested and if received will be provided in a supplemental report. (B)(4): remains implanted.

Event description:
It is reported that: the patient complains of his knee rubbing, popping back and forth, and making a clicking sound when he walks.

Manufacturer narrative:
Summary of evaluation: an event regarding audible noise involving a triathlon insert was reported. The event was not confirmed. The device was not available for evaluation. Device history review could not be performed as a lot ID was not provided. Complaint history review could not be performed as a lot ID was not provided. Review of medical records indicates there is no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for this clinical situation. There is no follow-up subsequent to the (B)(6) 2012 visit when the patient was described as ¿happy with result¿. There is no documentation of the complaints listed in the event description. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.